Manufacturer narrative:
Follow-up # 1 date of submission 9/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/12/2016 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The investigation was unable to duplicate the initial complaint about an unresponsive keypad. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. Unrelated to the initial complaint, it was observed that the audio bolus button was damaged but it was responsive during the investigation. Also unrelated to the initial complaint, it was observed that the threads on the returned battery cap were stripped and the cap was unable to secure to the pump. A test battery cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.